Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 5 previously reported events are included in this follow-up record. Product return status 5 devices were received.

Event description:
This report summarizes 5 malfunction events in which the device reportedly had a decrease in pressure. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 6 events were previously reported during the reporting quarter; however:  1 event was reported in error. 5 previously reported events are included in this follow-up record. Product return status 3 devices were received. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 5 malfunction events in which the device reportedly had a decrease in pressure. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 1 device was received. 5 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a faulty pneumatic assembly. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly had a decrease in pressure. 6 events had patient involvement; no patient impact.